Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer received high sensor scan results compared to readings obtained on the built-in reader and experienced a seizure and loss of consciousness. Customer was unable to self-treat and required treatment of glucagon injection administered by a third-party. Sensor scan results of 13.7 mmol/l, 12.9 mmol/l, and 17.4 mmol/l were compared to built-in reader readings of 4.3 mmol/l, 2.7 mmol/l, and 5.2 mmol/l and plotted on a parkes error grid. The results fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer received high sensor scan results compared to readings obtained on the built-in reader and experienced a seizure and loss of consciousness. Customer was unable to self-treat and required treatment of glucagon injection administered by a third-party. Sensor scan results of 13.7 mmol/l, 12.9 mmol/l, and 17.4 mmol/l were compared to built-in reader readings of 4.3 mmol/l, 2.7 mmol/l, and 5.2 mmol/l and plotted on a parkes error grid. The results fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.